Event description:
It was reported that post percutaneous coronary intervention (pci), a tip detachment occurred. The atlantis sr pro imaging catheter was used for a percutaneous coronary intervention procedure in an 80% stenosed, mildly tortuous and calcified lesion. The imaging catheter had difficulty crossing the lesion. Resistance was felt during withdrawal of the imaging catheter and the device became stuck in the lesion. The imaging catheter was successfully removed. The tip of the imaging catheter detached outside the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).